Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had foot pedal cord attachment looks damage and comes loose, and the flushing pump started on its own. The issue was found during a procedure of use. There were no reports of patient harm.